Event description:
Health professional reported a patient experienced alleged pain, nausea, and dysphagia with a lap-band device. The problem was first noted when the patient "visited the emergency room (ER) for pain in the abdomen and nausea." The ER personnel did not provide any treatment but "referred the patient back to [the patient's] physician." During appointments, the surgeon would unfill the band completely, but was unable to fill the band with even "a small amount of liquid" because the patient complained that "caused dysphagia to solids, even with mushy solids." The patient also complained of experiencing back pain. A swallow study was performed and results showed everything looked normal. The doctor gave the patient "medication (name unknown) for prevention" of irritation. The surgeon did a complete unfill in order to let the tissue heal if any irritation occurred due to the band, but the surgeon could never confirm there was irritation. The surgeon suggested the patient have a larger band, but the patient declined. It "went on for so long that the patient was exasperated" and patient "felt scared to eat" so the patient asked the surgeon to remove the entire system. The entire device was removed and not replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Dysphagia, nausea and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."